Event description:
Boston scientific received info that this right atrial (ra) lead had loss of capture. As a result, the lead was going to be revised. During the revision procedure, it was noted that the ventricular and atrial seal plugs were missing from the header. The ra lead was attempted to be removed from the header, but the lead was stuck in the header. While attempting to remove the lead, the lead was shredded. A new device and ra lead were successfully implanted. Info was later received that when the ra lead was removed from the lead, the lead came apart near the pin.